Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The initial reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 7 of 8 for (B)(4). It was reported by the affiliate in colombia that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that 15 minutes after the initial purge of the pump, its pressure began to increase as the tubing overfilled the reservoir. According to the report, the tubing was replaced but it happened four more times. It was further reported that three anchor devices broke upon insertion. Another like devices were used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. This complaint involves eight (8) devices.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was returned and evaluated. Upon visual inspection, the tubing is in good condition, no cuts or slit were found, on a closed view of the pressure sensor connector, it was found that the connector is scratched on the sealing edges. The device was tested on a test fms vue pump, the device failed to maintain the proper pressure and it was filling up with excess of fluid the expansion chamber. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and test result, this complaint can be confirmed. A possible root cause can be attributed to the procedural variables, such handling of the device or product interaction during the set up and preparation of the pump; when the tubing was connected into pump's pressure sensor, the pump's connector lock pin was not firmly pushed with the tubbing, therefore, the connector did not sealed well, also the connector may was pulled out of the pump without pressing down the lever to release the connector, therefore the tubbing connector was damaged causing an air leak, therefore the pressure sensor did not detect the fluid level, overfilling the expansion chamber. As per fms vue pump operator's manual 110665; make sure the quick connect port is open before inserting the quick connect tube. To open, press down on the lever at the top of the port. Connect the pressure sensor quick connect tube to the fill chamber port on the fms vue pump. The connector clicks when it is locked. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.